Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the physician was unable to successfully place the lead. Intra-operative programming provided unintended stimulation. The lead was removed and the trial was abandoned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.